Event description:
Info received on 8/23/96 indicates the pt states "only real dissatisfaction is lenght at this point" and "believes there is still some problem with girth as well." A revision surgery has not been determined at this time. Other lot/ser no: bw449 005.